Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021, due to an extrusion. There are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on october 27, 2021.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 25, 2021.

Manufacturer narrative:
This report is submitted on june 30, 2021.

Event description:
Per the audiologist, the patient experienced an extrusion of the receiver/stimulator, and was treated with antibiotics on (B)(6) 2021 for a duration of 10 days. The patient underwent surgery on (B)(6) 2021, in order to revise the implant site. The implanted device remains.